Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope adhesive residue was on the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the root cause of the foreign object remaining in the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.